Manufacturer narrative:
A ge service rep performed an on site investigation. Replaced the x-ray tube and the batteries. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the x-ray tube on the 9800 system arced during a case. The case was completed, and there was no report of pt injury.